Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending coronary artery. After deployment of a stent, the 4.0x20 mm nc trek balloon dilatation catheter (bdc) was advanced for post-dilatation, however during inflation blood filled the indeflator. Although a balloon rupture was suspected, when the bdc was removed, it was noted that the distal shaft had separated. There had been no resistance during removal. Another bdc was used to secure the separated segment in the guiding catheter and remove it from the patient. A minor kink was also observed on the shaft, but it is unknown when this occurred. There was no clinically significant delay of procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections was performed on the returned device. The reported separation and kink were confirmed. The reported difficulty positioning the balloon dilatation catheter (bdc)with the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar other incidents from this lot. The investigation determined the reported kink, separation and patient effects of foreign body removal and additional treatment appear to be related to circumstances of the procedure; however, a conclusive cause could not be determined for the reported difficulty positioning the bdc with the guiding catheter. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional device referenced is filed under a separate medwatch report.

Event description:
Subsequent to the previously filed medwatch report, the following information was provided: resistance was felt with the guide catheter during advancement. During preparation of an additional 3.0 x 15 mm nc trek bdc, a leak was observed, and the device was not used. A new trek balloon dilatation catheter (bdc) was used to complete the procedure. No additional information was provided.